Event description:
Information received indicates the bed has no scale functions and is flashing an error code 2 due to signs of fluid ingress on the power board.

Manufacturer narrative:
The technician found the cover gasket was out of place. The technician replaced the power board and realigned the cover gasket to repair the bed.